Event description:
It was reported that a cutting loop was broken during surgery, part of the loop including the curved tip was stuck inside the patient's uterus, had to remove it under fluoroscopy. The procedure was completed successfully. But the case was delayed about an hour as we had to search for the missing part of the cutting loop everywhere and eventually had to do x-ray and remove it.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
It was determined that the customer will not be returning the device for evaluation. Therefore, the device will not be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).